Event description:
The implant was mobile when removing the cover screw for the first time at uncovery.implant did not integrate and was removed with reverse finger torque with cover screw still fully seated.